Event description:
1 1/2 hours into hemodialysis treatment the technician noticed the arterial chamber level had dropped and saw air in the bloodline. No machine alarms occurred. Patient's blood could not be returned, resulting in estimated blood loss of 200cc. A new bloodline was set up and treatment resumed with no further incident. No intervention was required.